Manufacturer narrative:
Evaluation summary: the stent was returned off the balloon and the delivery system was not returned for analysis. Stent was returned attached to a piece of guidewire and attached to snare. Stent was completely deformed, with the entire stent bunched together. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician also attempted to use a resolute onyx rx drug eluting stent to treat a non-calcified and severely tortuous saphenous vein graft (svg) lesion. No damage was noted to device packaging and no issues removing the device from the hoop/tray. No issues were encountered when removing the protective sheath. The device was inspected with no issues noted. During the procedure the device did not pass through a previously deployed stent. Resistance was encountered but no excessive force used. It was reported that during delivery, the stent dislodged from the delivery ballon and was removed successfully by snare. No further injuries were reported post procedure.